Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eleven (11) exactamix 3000 ml eva tpn bags leaked prior to use. The reporter stated that the leak was from the side seam half an inch up from the bottom of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 18, 2018 - july 19, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.